Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - loss of ECG on screen while on pt. Findings/action taken: biomed reseated internal connectors and ran pump overnight without problems.